Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection, leak testing, clear passage test and clamp function testing were performed with no issues noted. Integrity of seal surface test performed with no leak noted. Inner diameter of patient connector was measured and found to be out of specification. Sample was confirmed for the reported problem.

Event description:
It was reported that the patient connector (catheter connector) of the transfer set would not connect to the titanium adapter. The patient connector did not stop and fix to the titanium adapter during patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the cause of the reported problem was determined to be a manufacturing issue. A CAPA was opened to investigate the issue. Should additional relevant information become available, a follow-up report will be submitted.